Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) with electrohydraulic lithotripsy (ehl) procedure performed in the bile duct on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost approximately 30 minutes into the procedure. A second spyscope ds ii was used; however, the image was also lost approximately 2 minutes into the procedure. Reportedly, the image went blurry followed by gray screen and dots. The device was rebooted and attempted to regain image; however, it was unsuccessful. The patient was stented and will be brought back for a follow up procedure. There were no patient complications reported as a result of this event.